Event description:
The manufacturer received information alleging a ventilator service required code occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue due to contamination. Additionally, the blower assembly, blower bellows, blower mount, blower cap, blower chassis plate, muffler assembly, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system pca need replaced due to contamination which is not related to the issue/malfunction.